Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is reported that the complainant believes that there was no harm to the pt. It is also reported that complainant has the device and it will be returned to convatec for examination. Convatec has also attempted to contact (B)(6), operating room educator, phone (B)(6) to request further info. Convatec will continue to track and monitor such complaint according to convatec inc's complaint handling and CAPA procedures. No add'l pt/event details have been provided to date. Should add'l info become available, a follow up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. A return sample for eval is not expected. (B)(4).

Event description:
It is reported that the flexiseal inflation port spewed liquid during an operating room procedure and the device was removed from the pt as a result.